Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 20109 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the patient underwent magnetic resonance imaging (MRI) on (B)(6) 2019 and a motor stall occurred. The pump was not checked following the MRI, and the patient went to the clinic on (B)(6) 2019 for a refill. It was noted that the programming steps were seen and a motor stall recovery occurred at 10:33, which was the same time the programming steps occurred. It was noted that the patient was not feeling well and had increased pain. The patient reportedly stayed overnight with symptoms, and an emergency replacement was planned. Telemetry state was discussed, however, it was noted that the pump was still audibly alarming when it was updated. The patient was to be given a therapeutic bolus on (B)(6) 2019 to see if they got any therapy from it. It was further noted that they did not replace the pump and sent the patient home. The patient was not having objective withdrawal, but the patient was given oral dilaudid because they thought the patient was going to go into withdrawal. It was noted that the patient only had nausea from the orals. It was unclear when the pump was actually alarming because the patient and the nurse were stating different information, and it was "not reliable." Additional, information was received from an hcp via a manufacturer representative on (B)(6) 2019. It was reported that there was no other potential alarm source identified, and the nurse claimed to have heard the alarm at refill. Th ere was no way to know for sure if the stall was related to telemetry state. There were no other factors that were seen that may have led or contributed to the motor stall and lack of recovery following the MRI. The patient's symptoms were thought to be related to the motor stall and it was thought that the motor had not recovered.